Manufacturer narrative:
510k: this report is for unknown 2.7 locking screws /unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent a hardware removal of one (1) distal fibula variable angle (va) plate 4 holes, three (3) cortical screws and five (5) 2.7 locking screws due to pain. Two (2) 2.7mm locking screws were found to be broken. The patient was originally treated with open reduction internal fixation (orif) of the ankle on (B)(6) 2017. All hardware was removed, including the tips of the broken screws. The procedure was successfully completed with ten (10) minutes surgical delay. Patient is healed. Concomitant devices: distal fibula va plate 4 holes (part: unknown, lot: unknown, quantity: 1). Cortical screws (part: unknown, lot: unknown, quantity: 3). 2.7mm locking screws (part: unknown, lot: unknown, quantity: 3). This report is for two (2) unknown 2.7mm locking screws. This is report 1 of 1 for (B)(4).